Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 6c33, that has a similar product distributed in the us, list number 6l23.

Event description:
The customer stated that (B)(6) architect anti-hbc igm results were generated for two patients that tested (B)(6) using an elisa anti-hbcore igm method. No adverse impact to patient management was reported. (B)(6).

Manufacturer narrative:
No customer returns were available. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Complaint searches determined that there is normal complaint activity for the likely cause lot. Labeling was reviewed and found to be adequate. Retained kits of the complaint lot number were calibrated and the calibrations met instrument specifications. All control values met control specifications and were in the typical range. In addition, the clinical sensitivity was evaluated by testing a commercially available seroconversion panel. The reagent detected the same bleeds as reactive with comparable s/co values for the seroconversion panels. Based on this testing, it was shown that the sensitivity performance is not adversely affected. Based on the available information, no product deficiency was identified.